Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were having a hard time charging their implant. Patient said there were times when they could go in and do it and it worked fine, and other times it didn't want to charge up. Agent asked for event date and patient said they had been going through this ever since they got the device. Patient mentioned at first they hated the device, but then they kind of learned to deal with it. Patient was able to get the implant charged for a while but then it was like they lost it and they couldn't get it to charge. Patient hadn't charged their implant in easily 3 weeks or more now, almost probably that month now. Patient then said it felt like their battery pack moved or something and they were wondering if it had to be sitting a certain way to get it charged or if they just had to lean up against the bump. Agent walked patient through resetting the wireless recharger. Patient then attempted to start a charging session of their implant, but reported seeing the 'recharger not found' screen. Agent had patient turn the recharging on and attempt to start charging again. Patient confirmed they were able to connect to the implant with good connection. The troubleshooting steps that were taken on the call resolved the issue. The patient was redirected to their healthcare provider (hcp) to further address the issue if the issue persisted. Patient stated they had not seen their doctor since august. Patient mentioned they had worked with manufacturer representative (rep) in the past but not for this issue.